Manufacturer narrative:
The reported device was received for evaluation. A visual evaluation showed the device was returned with original packaging with the batch number of the complaint on the label. The top jaw has become unhooked from the internal s-clamp hook, which allowed it to fall from the device. Bio debris is present. A functional evaluation using a reference smartstitch handle showed that the connector will load to the handle, the s-clamp hook moves forward and back, and the suture needles worked independently and simultaneously. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with component failure. Factors that could have contributed to the failure include rough handling or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the top jaw of the smartstitch broke off when activated. The device broke inside the patient and the broken piece came out and fell on the floor when the surgeon was removing the device. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).